Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found: full lead. Blood was seen on the helix.

Event description:
It was reported that during implant, the lead was repositioned numerous times for low amplitude r-waves. Undersensing and unacceptable thresholds was indicated. The reason for the low r-waves ended up being a 2290 analyzer malfunction, which was discovered after the lead was tested through the device. The lead was not used and was replaced. No patient complications were reported as a result of this event.